Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A technical support specialist confirmed that the station appeared online in rss and successfully pinged the station from the server. A technical support specialist proceeded to close the case after receiving confirmation from the customer. The system functioned as intended after the technical support specialist investigated the device. Initial reporter facility name: (B)(6) health care.